Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the findings of the evaluation of (B)(6) and the patient's cerebral vessel occlusion and expiration due to cerebral bleeding cannot be conclusively determined. (B)(6) was returned assembled with the pump cable cut approximately 10¿ from the pump header. Several small cuts were noted along the length of the returned pump cable. The modular cable was not returned. The sealed outflow graft, with the sealed outflow graft bend relief and clip, were returned attached to the pump cover outflow. The apical cuff was returned properly engaged with the cuff lock. Upon disassembly of the returned pump, examination of the inflow cannula revealed a normal biological lining along the proximal opening. The deposition was strongly adhered and did not appear to occlude the blood pathway. Examination of the pump cover revealed clotted, post-mortem depositions of blood along the textured blood contacting surfaces. The remaining pump blood contacting surfaces were from any adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient showed an inadequate waking reaction. An occlusion in the cerebral vessels was seen on a diagnostic test and a thrombectomy was performed. On (B)(6) 2019 the patient developed cerebral bleed and then subsequently expired on (B)(6) 2019. It is unknown whether the thrombus that caused the need for the reported thrombectomy caused the cerebral bleeding, and therefore the patient's subsequent death.